Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents. All available information was investigated and a conclusive cause for the unintended movement associated with the inability to achieve establishing final arm angle (efaa) in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report establishing final arm (efaa) failed. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr), with a grade of 4. The clip was advanced to the mitral valve and grasping was performed. However, establishing final arm (efaa) failed, the clip opened. The clip was not implanted and was replaced. Mr was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.